Event description:
A report was received that the patient had undergone a pocket revision on (B)(6) 2010. The ipg was relocated from the upper buttocks area to the abdomen due to the fact that the patient recently had gastric bypass surgery and this would make it easier for the patient to charge. The patient was doing well after the procedure.

Manufacturer narrative:
This is the final report.